Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On 10/01/2025, it was reported that the pediatric patient received sensor errors for three different g6 sensors (cannot provide exact time when errors happened). The patient did not take any bg fingersticks. The patient's parent said that because the sensors were not giving any readings, the patient lost consciousness and had to be taken to the emergency room (ER) on the same day. The patient could not tell how long she was out when she gained consciousness. The parent was unable to provide any info on the medications, treatment and symptoms of the patient during the event and while at the hospital. At the ER, the staff took a fingerstick where it showed that she had a bg reading of 25 mg/dl. The staff then said that the g6 sensors were not working and did not provide the readings prior to losing consciousness. The parent was unable to provide any medication/treatment done at the ER or any medication/treatment given. The patient did not provide exactly how long she stayed in the hospital. The patient was fine at the time of the call. No other details were documented. Data analysis confirmed sensor error on 10/01/2025. The probable cause was determined to be sensor noise occurring for 01:30:00. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. In connection with the reported allegation, it was found that low, urgent low soon, and urgent low alerts were delivered with 0% volume for 30 minutes as phone set to silent/mute and alwayssound disabled. Although the app experienced temporary sensor error, urgent low alerts continued to be delivered, escalating from 0-100%.. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On 10/01/2025, it was reported that the pediatric patient received sensor errors for three different g6 sensors (cannot provide exact time when errors happened). The patient did not take any bg fingersticks. The patient's parent said that because the sensors were not giving any readings, the patient lost consciousness and had to be taken to the emergency room (ER) on the same day. The patient could not tell how long she was out when she gained consciousness. The parent was unable to provide any info on the medications, treatment and symptoms of the patient during the event and while at the hospital. At the ER, the staff took a fingerstick where it showed that she had a bg reading of 25 mg/dl. The staff then said that the g6 sensors were not working and did not provide the readings prior to losing consciousness. The parent was unable to provide any medication/treatment done at the ER or any medication/treatment given. The patient did not provide exactly how long she stayed in the hospital. The patient was fine at the time of the call. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.